Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working intermittently. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during testing. No patient or user harm was reported. The customer called technical support to report that the touchscreen was not working intermittently. The remote service engineer (rse) evaluated the device with the customer and found that the problem came from the touch panel. This investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the touchscreen was not working intermittently. The remote service engineer (rse) evaluated the device with the customer and found that the problem came from the touch panel. A repair proposal for the replacement touchscreen was sent to the customer for approval; however, the proposal expired. It is unknown what the outcome of the service event was. No further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.